Event description:
Device received in lab with insufficient information. Healthcare professional later reported left side rupture and capsular contracture baker grade iii, diagnosed by mammography the device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Device received in lab with insufficient information. Healthcare professional later reported left side rupture and capsular contracture baker grade iii, diagnosed by mammography the device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: observed broken in posterior side assessed as unidentified (tear) opening (shell thickness within specification) no further actions are required as the device was implanted.

Event description:
Device received in lab with insufficient information. Healthcare professional later reported left side rupture and capsular contracture baker grade iii, diagnosed by mammography the device has been explanted and replaced with a non-allergan device.